Event description:
A ti occipital plate - medial, implanted for an occipital-cervical fusion from occiput to c5, broke post operatively. The lateral wing of the plate broke completely off. The 3 occipital screws remained intact with good purchase. The rods remained unbroken as well. The broken plate was removed and replaced with the same plate. It is believed the pt was involved in a car accident.

Manufacturer narrative:
Add'l info has been requested. No investigation could be performed, no conclusion could be drawn as no device was returned.